Event description:
Patient presented for routine endomyocardial biopsy post cardiac transplant. 7f cordis 50cm biotome was used for the procedure. Right internal jugular vein (ij) access was obtained without issue. After taking first endomyocardial biopsy sample, cordis biotome could not be removed without feeling resistance. Multiple attempts were made to open biotome jaws but under fluro, the biotome jaws would not open. Finally, the biotome was successfully removed after further manipulation. Even outside the patient's body, the biotome jaws would not open or release the sample. Manufacturer response for tubing, pump, cardiopulmonary bypass, bipal (per site reporter). Awaiting a meeting.